Manufacturer narrative:
Analysis of programming history.

Event description:
During a review of a pt's programming history available in the MFR's programming history database, it was found that the pt presented settings different than what was intended during and office visit on (B)(6) 2009. The settings occurred due to a faulted systems diagnostic test on (B)(6) 2009. No final interrogation was performed after the correction; thus, the settings were incorrect. There were no reports of any pt adverse events as a result. On (B)(6) 2009 - program - output current: 1.25 ma, signal frequency: 20 hz, pulse width: 250 usec, on time: 30 seconds, off time: 5 mins, magnet output current: 0ma, pulse width: 500 usec, on time: 60 seconds. On (B)(6) 2009 - systems diagnostics - faulted. On (B)(6) 2009 - interrogate - output current: 1ma, signal frequency: 20 hz, pulse width: 200 usec, on time: 30 seconds, off time: 60 mins, magnet output current: 1ma, pulse width: 500 usec, on time: 30 seconds. On (B)(6) 2009 - program - output current: 1.25 ma, signal frequency: 20 hz, pulse width: 250 usec, on time: 30 seconds, off time: 5 mins, magnet output current: 0ma, pulse width: 500 usec, on time: 30 seconds.